Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: how were the pain, redness and swelling treated? Was there any medical or surgical intervention performed? Was there any change in the patient¿s post-operative care due to these issues ? Was infection observed in the patient or only the risk? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)--contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a skin grafting procedure on (B)(6) 2024 and suture was used. During the procedure, the patient came to the hospital for surgery due to a left-hand burn. After the surgery, the doctor used suture to suture the patient. During the process of suturing and tying the knot, the suture broke. Later, a new suture was replaced, and the knot was sewn again without any further abnormalities. The rupture of the suture caused a second puncture of the patient's skin, exacerbating redness and swelling, increasing the risk of infection and causing pain to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. DHR reviewed and no issue found. And returned photo was reviewed and no issue found. The root cause of this complaint can¿t be determined. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: according to feedback of the sales rep on 2-aug-2024 via phone, product code should be w2511.